Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was easily reproducible with isometrics and pocket manipulations. The impedance trend was normal. Technical services (ts) reviewed and noted it could not be conclusive whether the asynchronous pacing was capturing with the background noise. This patient did not experience any symptoms. Previous episodes of noise and rv intrinsic amplitude out of range, were observed. Ts was concerned there is a rv lead integrity issue. The field representative would discuss with the physician. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).